Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plungers in two of the bd posiflush¿ xs pre-filled flush syringes nacl "seized" when the patient went to flush the line.

Event description:
It was reported that the plungers in two of the bd posiflush¿ xs pre-filled flush syringes nacl "seized" when the patient went to flush the line.

Manufacturer narrative:
Investigation summary: three samples belonging to lot number 8185572 were received for evaluation by our quality engineer team. Through examination of the returned samples, the defect of difficult plunger movement was observed. A device history record review was performed for the provided lot number and it did not reveal any quality issues during the production process that could have contributed to this incident. Based on the investigation results, a cause for this incident could not be determined. Complaints received for this device and defect will be closely monitored by our quality team. Manufacturing enhancements related to the production of this product will be reviewed in this years quality meeting.